Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized for hyperglycemia and diabetic ketoacidosis (dka) on (B)(6) 2019. It was reported that the customer experienced symptoms related to the customer's high blood glucose levels included vomiting and ketones. It was reported that the customer had high blood glucose levels ranged from 20.7 mmol/l to 23.0 mmol/l and had ketones levels of 5.2 mmol/l. Troubleshooting was not completed during the call. Product is expected to return for analysis.